Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's father reported via phone call that the insulin pump had open book image on the screen. The customer¿s blood glucose was 240 mg/dl. The customer was assisted with troubleshooting. Customer stated that they swam in river, shortly after got error with picture with insulin pump on left side, with x and arrow to book and question mark with book. Customer stated that no any error was displayed before the open book image was displayed on the screen, now has beeps and took battery out and audio continues to beep. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan per health care professional instructions. The device will not be returned for analysis.